Event description:
The customer was tested and the clinic personnel obtained 270mg/dl on the customer's accu-chek advantage meter in comparison to 83mg/dl on the professional meter. The results were obtained within 10 minutes. No action was taken based on the results. No adverse event reported. New system sent to customer and return requested.